Event description:
It was reported that the patient experienced a loss of therapeutic effect with loss of bladder control. There was no known accident or incident related to this issue. Symptoms returned this past weekend. The patient was now noticing her program was switched from program 2 at 8.5 to program 3 at 4.0. The patient didn't remember changing programs but program 3 seemed to be working better. The patient was at home. The patient planned to stay on program 3 and increase stim a little. The patient had an appointment to see their healthcare provider. If additional information is received, a follow up report will be sent.

Event description:
The patient was seen at the office on (B)(6) 2012 and her device was reprogrammed. On (B)(6) 2012 her program was changed to 4 and her physician talked about trying botox injection therapy.

Manufacturer narrative:
Product ID, 3093-33, lot# v814856 serial# implanted: 2012 (B)(6), explanted: product typ lead product ID, 3037 lot# serial# (B)(4), implanted: explanted: product typ programmer, patient. (B)(4).